Event description:
It was reported that the patient experienced diaphragmatic stimulation. X-ray confirmed that the atrial lead had dislodged. The lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076 implantable pacing lead, (B)(6) 2014. (B)(4).